Event description:
It was reported that an ilet insulin pump displayed alert 42 indicating a motor current sense failure; the user restarted the device and the alert initially cleared, but it recurred and persisted on a subsequent day, during which the user¿s blood glucose previously rose to approximately 400 mg/dl before normalizing after a restart, and the user planned to transition to alternate therapy. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem consistent with a motor current sensing failure. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.